Event description:
Filter was implanted into patient on or about (B)(6) 2021. On (B)(6) 2021, patient underwent a computerized tomography scan ("CT scan") of the chest. Examination of the CT scan by a qualified expert radiologist revealed that the filter is tilted with multiple struts perforating the ivc.